Manufacturer narrative:
Additional information: h4, h6 plant investigation: non-conformity was not observed during the manufacturing process. Final inspection resulted with conformity. No other complaint has been reported about this console. The review of the repair history of this console showed two repair activities related to this complaint. Onsite evaluation by technical services showed no fault in the main pump. The cause of the main pump alarms may have been a sporadic communication problem. The review of machine files provided by the user facility indicate short disconnections of the pump drive and/or sensor box. Both components were restarting within a few seconds each time. This could have been caused by a defective sensor box and/or pump drive cable, or improperly seated connectors. The device has been in use without repair and is currently functioning normally.

Event description:
A user facility reported that at 13:47 (local time), #00a technical fault occurred during treatment. The drive pump would not work and the nurse could not reset this alarm. The user decided to utilize the backup drive pump for continued support. The user facility has reported this record to their local nmpa. A technical services representative inspected the device, tested the cabling and observed actual flow of the pump drive. There was no fault in the device found. There was no patient serious injury. The complaint sample was not returned to the manufacturer.

Event description:
A user facility reported that at 13:47 (local time), #00a technical fault occurred during treatment. The drive pump would not work and the nurse could not reset this alarm. The user decided to utilize the backup drive pump for continued support. The user facility has reported this record to their local nmpa. A technical services representative inspected the device, tested the cabling and observed actual flow of the pump drive. There was no fault in the device found. There was no patient serious injury. The complaint sample was not returned to the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.